Event description:
It was reported that insulin gauge did not always accurately display amount of insulin in cartridge. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or resolution of event.